Event description:
The surgeon reported inserting the catheter in (B)(6) 2013 (at another facility) with no problems with the insertion or obvious defects with the catheter. He also stated the pt has been receiving chemotherapy infusions through the catheter since insertion with no reported complications. He stated the pt reported pain while the catheter was being flushed in (B)(6) 2014 during her chemotherapy infusion appointment. The surgeon stated he was unsure if it had become kinked or fractured at that time. The surgeon noted, while in surgery (B)(6) 2014 at sshnv, after removal the catheter looked short and counted the markings on the catheter, noting it to only be 10.5 cm long. He proceeded to order a stat chest x-ray, which was completed in pacu. The x-ray showed a "curvilinear density overlying the right aspect of the heart and extending from the cavoatrial junction to the proximal right ventricle. This measures approximately 7.5 cm in length...suspicious for retained catheter fragment." The surgeon stated there were no other complications during the removal of the catheter (B)(6) 2014, other than noting the length after it was out of the pt. The pt was recovered with no other complications , no ectopy noted at any time, no complaints of pain or shortness of breath. Attempts were made to perform retrieval procedure here, unfortunately the cardiologist was not credentialed at sshnv and the pt had to be transferred to another facility. The pt underwent a retrieval procedure with a cardiologist and the surgeon noted the pt did not have any other complications during or after the procedure.